Event description:
It was reported that a shaft break occurred. The target lesion was located in the left anterior descending (lad) artery. A 2.00mm x 9mm maverick²¿ balloon catheter was selected to dilate the lesion. During the procedure, when the physician pulled the balloon back into the guide catheter, the balloon catheter cracked and then the shaft broke in half. The break happened outside the patients body. The procedure was completed with another of the same device. No patient complications were reported and the patients' status is fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of a maverick2 balloon catheter with the original box. The batch number on the packaging and device matched the batch number for this complaint. The device was returned in two pieces and there was blood in the inflation lumen. The hypotube was broken 63.5cm from the strain relief and was kinked 48cm from the strain relief. Inspection under magnification revealed that the fracture faces were oval shaped, as if kinked prior to separation. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the confirmed damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).